Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was broken. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have a broken main tube approximately 42.80 mm from the distal tip. The main tube was broken, and some pieces are missing. However, the size of the missing pieces cannot be confirmed, indicating that a fragment had detached from the instrument. Components adjacent to this broken main tube did not show damage. Additional observation related to customer complaint the instrument was found to have a dislodged proximal clevis at the distal end near the main tube. The proximal clevis became dislodged due to the broken main tube. The probable root cause of the broken main tube and dislodged proximal clevis was attributed to damage during use. .